Event description:
It was reported that patient experienced high blood glucose and was treated with Correction injection via Multiple daily injection (MDI) due to infusion set fell off during use on (b)(6) 2026.

Manufacturer narrative:
Initial 4 of 4.Based on the available information, this event is deemed to be serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number:Reporting Site: 8021545.Manufacturing Site: 3003442380.